Event description:
It was reported that the patient was ¿in tears¿ because the system was not working. The onset of loss of therapy was unknown. It was not known if it was a gradual decline in therapy or a sudden change. The patient had changed the amplitudes and programs as instructed but it was not helping. The reporter wanted to have the device checked and conduct troubleshooting. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-33, lot# va01xbr, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was patient "confusion" and a discontinued benefit from the implantable neurostimulator (ins). Specifically, it was noted that the patient struggled with using the ins due to a worsening cognitive condition. The hcp stated that they were unaware of any abnormal impedances issues with the ins. It was reported that the ins and the lead were explanted. No hospitalization was required for the event and the patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.